Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit broke during the surgery. There was no patient harm and the patient outcome was reported as good. The surgery was prolonged about ten (10) minutes. All broken off fragments were removed from the patient and the surgery was successfully completed. This report is for an unknown drill bit. This is report 1 of 1 for (B)(4).